Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal at 2000 mcg/ml concentration and dose of 424.8 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient went to the clinic with concerns of infection at the baclofen pump site. The patient presented with redness and swelling at the pump site on (B)(6) 2016. Laboratory testing was done and the patient was (B)(6) for (B)(6). The patient had right abdominal wound washed out and was admitted to the hospital for possible removal of the pump. It was indicated the event was possibly related to the device or therapy.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received on (B)(6) 2016 from the health care provider specified the 'other surgical intervention' as exploration and washout of the right abdominal wound. The system was not removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.